Event description:
It was reported that the patient experienced ¿persistent excruciating shocks¿ which lasted up to 30 seconds. It was noted that the shocks were ¿so strong¿ they would immobilize the patient. The shocking seemed random and not related to movement. The symptoms began around (B)(6) 2011. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# v530092, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# l75840, product type: lead. Product ID: 64001, lot# n251196, product type: adapter. Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).